Event description:
Additional information was supplied by the customer. Customer reported that during the process of assembly and inspection the error e101 message was displayed. The customer contacted colleagues in guangzhou spare parts center and re-issued the spare parts. Therefore, the device was not used in any surgery, any human operation, and the doctor never touched the device. At the same time, the device never entered the operation room, and the assembly check was carried out in the doctor's office. When the problem was found, it was immediately solved.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation.   An additional reportable malfunction of a lamp failure due to a faulty power unit, along with the e101 error message, was also identified during the device evaluation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause for error e101 would likely be the fan blade that came off, and therefore error e101 was displayed, and the probable cause for the lamp to not light occurred due to a failure of the power supply unit.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the fan blades were detached, resulting in the e101 error code and the lamp failed to light, due to a faulty power unit. The investigation is ongoing and follow up with the user facility is currently being performed for additional information relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the xenon light source displayed an e101 temperature error code. There was no delay, the patient was not under anesthesia. There were no reports of patient harm or impact associated with this event.